Manufacturer narrative:
Clinical specialist (cs) confirmed several details about the patient and patient's therapy. The patient had not had any concentration, medication, or flow mode changes. The patient had not had any falls or trauma and has not recently underwent an MRI. The patient does not have a patient therapy controller. The patient's daily routine has not changed and they haven't had any significant weight changes. The patient's pump has not migrated or flipped, and there's no indication that the patient may have accessed their pump's reservoir. Internal complaint number: complaint (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was explanted due to a volume discrepancy. She reports that the pump was expected to have 11.3 mls but the returned was 17 mls. Device was returned for additional evaluation and investigation.